Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the end of the sixth firing on a laparoscopic gastroplasty, an error tone was heard. When evaluating the stapler, they found that the fire lever or the trigger broke. Another stapler was used to complete the case. There was no patient injury.